Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.

Event description:
It was reported that high out of range high voltage lead impedance was noted. The impedance issue was reproducible in the clinic. The lead was reprogrammed and scheduled for future x ray exam. The lead remained implanted and monitored.